Event description:
Prosthesis has reported to iwalk that the biom battery, provided as an accessory to the biom system, over heated during charging and began to smoke.

Manufacturer narrative:
Method and conclusions: investigation of the device is ongoing. Once additional relevant info becomes available, a supplemental report will be provided.